Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed no image, and irregular color tone of the image (only magenta). A definitive root cause cannot be determined. Based on the investigation result, the image sensor unit and the circuit board in the endoscope connector may have been broken, leading to the subject events. One of the probable causes of breakage is irregular load to the bending section since damage was observed for the bending section. Another probable cause of breakage is external stress such as bumping during handling of the device, causing irregular load to the inner circuit board to be broken since scratches were observed on the endoscope connector and the connector case. However, the cause was unable to be specified. The event can be detected/prevented by following the instructions for use which states: instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had no image displayed. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.